Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye of an intraocular lens (iol), the leading haptic came out (of the cartridge) and the lens got stuck. A back-up lens was then implanted. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 08/11/2016. Device returned to manufacturer: yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residues of what appears to be viscoelastics in the cartridge. The intraocular lens (iol) was observed stuck at the cartridge's tip. The cartridge was observed cracked at the tip area. The pushrod tip was observed protruding through the crack. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. A review of trending was conducted. Based on the trend identified for lead haptic not folded, a product deficiency has been identified. All pertinent information available to abbott medical optics has been submitted.